Event description:
Customer reported obtaining false negative antibody screen result with cell #2 of the screening cell panel with the ortho provue analyzer. Visual inspection of card processed by the instrument confirmed weak reactivity with cell #2. False negative antibody screens can lead to the transfusion of antigen positive blood (incompatible blood). Risk of death or serious injury is not remote. The customer observed the weak reactivity and questioned the results, preventing erroneous test results from being reported.

Manufacturer narrative:
A possible root cause was determined. The diffuser plate was dirty, leading to incorrect interpretation of test results. The customer cleaned the diffuser plate to return the instrument to expected operation. Repeat testing with sample was acceptable. Repairs were not needed. The customer observed the weak reactivity and questioned the results, preventing erroneous test results from being reported. This customer has not logged any similar complaints against this analyzer since this incident.